Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl after wearing the pod between 36 and 48 hours. The patient reported the pod fell off, causing the cannula to dislodge from the infusion site(abdomen).